Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbm438 batch number, and no non-conformance were identified device evaluation summary: an unopened sample of product code pdp9234 lot # pbm438 was returned for evaluation. The complaint sample was not received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? The diagnosis and indication for the index surgical procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was there any precipitating stress factor for the suture breakage post-op? Other relevant patient history/ concomitant medications? If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent partial abdominal hysterectomy anterior and posterior repair on (B)(6) 2019 and suture was used on the sheath/ incision. On (B)(6) 2019 the patient presented with dehiscence of sheath. The abdominal contents exposed (bowel outside of wound). A laparotomy was performed with no infection present. Only central part of the suture ruptured with both knots still intact. Sheath was closed with a different absorbable suture. The patient was put on prophylactic antibiotics post-operatively. Currently, the patient has since been seen by surgeon and skin clips were removed. Wound is intact and closed. Additional information has been requested.